Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon fell apart leaving a piece inside her that she was unable to remove herself. Two days later she went to the doctor for removal of the remaining tampon piece. She had not had any symptoms but was prescribed antibiotic amoxicillin clavulanate as a preventative. She was feeling fine.